Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (400-700 mg/dl) and the a1c has been elevated. There was a trace level of ketones that were identified as being dangerous by a healthcare provider. The cause of the high bg was not known. The pump supplies were changed and insulin injections were administered to address the high bg. A pump system check was performed using the current supplies on the pump and no device issues were identified. The customer declined to remove the infusion set site for inspection. Tandem technical support advised the customer to discuss the high bg with a healthcare provider.